Manufacturer narrative:
The samples were serum. Qc was within the lab's established ranges, however, some levels and analytes were on the edge of the range. A field service engineer (fse) went on-site, cleaned the flowcell, verified alignments and replaced na electrode and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron lxi 725 clinical system generated false low sodium (na) results as indicated by low anion gaps and failed delta checks. The erroneous results were not reported outside of the laboratory. Samples were rerun and those results were reported outside of the laboratory. The customer supplied results for 11 patients. Out of the 11 patients, the differences in 8 patients exceeded assay precision claims. There was no death, injury or change to patient treatment with regard to this event.